Event description:
It was reported that the customer had an issue with the keypad on her insulin pump. The customer stated that the buttons seemed to stick and that she had to press them multiple times for them to respond properly. The customer's blood glucose was unknown. The customer also mentioned receiving no delivery alarms. The customer stated there were no significant events leading to the keypad issues. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.